Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their pacemaker in backup vvi mode. The patient reported feeling tired and having shortness of breath with the device in backup vvi compared to normal settings. The patient's pacemaker was explanted and replaced on (B)(6) 2021 after failing to reset the device from backup. The patient was stable throughout.